Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Date of event and date of implant are approximate.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to auto inflation and erosion. Following the device implant the cuff kept inflating despite deactivation. Eventually the patient experienced erosion and had to have a catheter placed. No further patient complications were reported.